Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240, on the home choice (hc) unit display. The problem was noted during use with the patient connected in dwell. The home patient (hp) cycled power off and on to the hc. The hc progressed to press go to start on the display. During trouble shooting with the hp, the tsr discovered that the patient had disconnected prior to the observed alarm, did not use proper disconnect procedures, and then reconnected to the same setup. There was patient involvement however there was no patient injury or medical intervention, associated with this event. (B)(6)-2012, baxter followed up with the home patient. He advised that he doesn't quite remember how he disconnected however he thinks that he capped off but forgot to clamp of the lines on the hc. He did advise his nurse of the event afterwards and he confirmed that he is ok and has continued with his dialysis therapy.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had disconnected prior to the observed alarm, did not use proper disconnect procedures, and then reconnected to the same setup. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.